Event description:
It was reported that post implant a realize band, the port was replaced as the port was disconnected. There is no information about the initial procedure date, number of fills or how the port disconnect was detected. A new port was used and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). The injection port with locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was noted that the actuator ring was returned in the locked position with the hooks deployed. Biological debris was present around the hooks and port body. Upon microscopic evaluation, it was noted that the septum was punctured 47 times. The complaint cannot be confirmed, the device dimensions around the connection tubing met specification. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.